Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description there were two failed shunts within the last two months. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valve , but no significant deformations or damage was determined. Permeability test: a permeability test has shown that the m.blue is permeable. Computer controlled test: to investigate the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue is operating within the accepted tolerance in the vertical position, but not within the specified tolerances in the horizontal position. An slower outflow of m.blue could be determined. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found. Results: according to the investigation results, a non-adjustability and a reduced outflow in the horizontal position of the m.blue were detected. The visible deposits have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.